Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required removal due to unable to deflate. The balloon would not deflate so that the device could be removed. The patient had a bladder and a us scan. The valve was then cut in an attempt to deflate the balloon. The doctor, nurse, and midwife attempted to remove the device. The patient had the device removed through a flexible cystoscopy under general anesthesia.